Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: 00613994925985. B3: date is approximate. Year is confirmed valid. H3: product ID: 97755, serial/lot #: (B)(6), was returned for product analysis. Analysis found that there was a recharger antenna failure and there was a low test reading of 23 when it should be 30. The recharger antenna also got hot after running it at the donut end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that for at least the past 6 months they have been having issues charging their implant. Caller stated that the recharger is not connecting with the implant and it's hard to get it to hit and maintain excellent quality. Caller added that if they move at all, it will break the connection. Caller stated if they don't move at all they can manage to get 20% charge and then it says the controller doesn't have enough battery to continue even though it's showing it's full. Caller noted that they have tried resetting the controller but that doesn't resolve the issue, and they usually have to plug the controller back in before it will clear that message. Caller did not have their equipment with them at the time of the call. Caller mentioned that when they first got the implant they had a problem with the recharger and they were given a new one. Agent offered to call patient back at an agreed upon time for troubleshooting. Upon further review, caller had also mentioned that when they had issues and called in the past they were told to reset the controller battery which used to resolve their issues but not anymore. Agent called patient back and agreed upon time. Patient noted they can get the controller to charge fully but they can't get the charge to transfer into the implant. Agent had patient reset the controller. Patient examined the equipment for damage and noted no visible damage other than one potential crack in the recharger cord near the antenna. Agent had patient connect the recharger and position the antenna over the relay box. Agent walked patient through entering passive recharge mode where patient was seeing 0-0-0. Patient raised the antenna into the air and saw 0-16-19. Patient exited out of passive recharge mode and saw "battery empty, recharge the controller." Patient confirmed the controller had been plugged in all night and they often see this message when trying to charge the implant. Agent sent email to repair to replace the recharger and battery pack.